Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, a pt/lay person informed a customer care advocate, cca, that her one touch ultra meter had reverted to the set-up mode. After the issue began, the pt reportedly was dizzy with blurry eyes. The cca resolved the issue and also replaced all products. This senior medical affairs specialist spoke with the pt on 4/30/2008 and obtained add'l info. Reportedly, for a day and a half the pt could not test due to the alleged issue. Despite not testing, the pt continued taking 4 units novalog morning, noon and evening plus 14 units lantus and a glucophage tablet at night. Typically, the pt is on a sliding scale of novalog. On original date, still unable to test, the pt developed the aforementioned symptom around 10 or 10:30 a.m. Although the details are no longer fresh in her mind, the pt believes she ate and then felt better. Because the pt allegedly was unable to test for a few days and later developed a symptom that can be associated with severe hypoglycemia or hyperglycemia, the complaint is classified as an adverse event. Again, the issue was resolved during troubleshooting and the pt self treated based upon her symptoms.